Event description:
It was reported that the physician was implanting a helex septal occluder to close an atrial septal defect (asd). The defect balloon sized to 17.5mm and a 35mm device was selected. The device was advanced across the defect. The occluder was deployed and appeared in proper position and well apposed to the septum. Later that night, the pt had episodes of vomiting. The following morning, echocardiography revealed that the occluder had embolized to the left pulmonary artery. The device was removed in a transcatheter procedure and a second occluder was implanted thereby closing the defect. The pt was doing well following the procedure.

Event description:
Caller reported an incident of hypoglycemia requiring hospitalization at a time when she attempted, was unable to use her advantage system due to error within specifications. The device error was resolved through troubleshooting with manufacturer's product support agent. A request was made for the return of the system, and a replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.